Manufacturer narrative:
(B)(4). Eval, results - (arterial and venous occlusion); (large right iliac aneurysm, severely tortuous iliac arteries). Conclusion - (large right iliac aneurysm, severely tortuous iliac arteries).

Event description:
A talent abdominal stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a large right iliac aneurysm. The iliac arteries were severely tortuous and took an 's" shape. It was reported that after the stent grafts were implanted the right side was found occluded. The occlusion was distal to the last iliac extension limb on the ipsilateral side which had been extended with 2 iliac stent grafts due to its length and size. The occlusion was attributed to the distal most stent graft which landed right at one of the curves. The stent graft was not kinked. A fem-fem bypass was performed and successfully resolved the occlusion. No additional clinical sequelae were reported, and the patient is fine.